Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had been monitored for increasing impedance. During routine generator change, the physician decided to replace the lead. Upon opening the pocket, the physician observed a fracture on the lead insulation. The lead was explanted and replaced. The patient was stable before, during and after the procedure.